Event description:
It was reported to philips that the heartstart xl defibrillator failed a self test showing error codes 90007 and 90008. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.